Manufacturer narrative:
The microtip unit will be returned to the MFR pending eval. The microtip is mfg so that saline surrounds the ultrasonic needle that is inserted into the pt. The saline cools the needle during use.

Event description:
The doctor was performing the procedure and noticed the handpiece getting hot at the grip. The handpiece was put down at 45 seconds and 1 minute mark of the procedure. This was done multiple times as the unit was too hot to hold. The handpiece was then wrapped in a towel and the procedure was completed. There were no pt complications or injuries due to the unit becoming too hot to hold.